Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 70 mg/dl. Suspected cause was due to the customer filling their infusion set tubing while connected to their site. The customer consumed carbohydrates to address their bg and was monitored in the ER. Customer was discharged from the ER the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.